Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that the pump was delivering insulin inaccurately. The indicated blood glucose (bg) of below 70 mg/dl but greater than 40 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 05/01/2015 with the following findings: a review of the pump¿s black box history showed that the last basal and bolus deliveries were on (B)(6) 2015. The total daily deliveries added up correctly and reflected the user¿s programmed basal rates. A delivery accuracy test was performed and the pump was found to be delivering accurately and within the required specifications. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.